Manufacturer narrative:
The results of the investigation concluded that a leak was found in the catheter handle. The leak was due to a fracture in the fluid lumen within the strain relief. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the fractured fluid lumen and subsequent leak is consistent with damage during use.

Event description:
A leak was noted at the end of the catheter during the procedure. Another catheter was used to complete the procedure with no consequences to the patient. Based on the analysis of the returned device, a leak was confirmed in the catheter handle.